Event description:
During the transfemoral tavr procedure, a 23mm sapien xt valve was prepped with 18cc and positioned 60:40 aortic/ventricular (a/v). During deployment, the valve landed canted, 90:10 a/v on the right and 70:30 a/v on the left, resulting in mild paravalvular leak (pvl) and mild central aortic insufficiency (cai). Total regurgitation was noted to be moderate. Post dilation was performed with 1cc added (total 19cc). The decision was made at this time to deploy a second valve. The second xt valve was prepped with 17cc, positioned and deployed 50:50 a/v, resulting in trace pvl and no cai. Following the procedure, the patient was extubated in the room and transferred in stable condition. It was perceived that procedural factors, poor coaxial alignment of the delivery system (ds) and valve, and patient factors, septal bulge, contributed to this event. The native annulus diameter measured 21mm by transesophageal echocardiogram (tee). Mild annular calcification and no aortic root calcification were noted. Native leaflet calcification was noted to be mild with calcification on the middle of the leaflets and none at the tips.

Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien xt valve too aortic has the potential to contribute to suboptimal coaptation of the sapien xt valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, in addition to procedural factors (poor coaxial alignment of the delivery system and valve), patient factors (mild native annular calcification, mild leaflet calcification, and moderate ventricular septal hypertrophy) likely contributed to the malposition of the first valve and subsequent regurgitation. A second valve stabilized the first valve and corrected the regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.